Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during the procedure, a drill bit fractured during the placement of a cortical screw. The fractured piece was reportedly retained in the head of the screw, implanted inside the patient. No further patient consequences have been reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, a drill bit fractured during the placement of a cortical screw through a trauma plate. The fractured piece was reportedly retained in the head of the screw, implanted inside the patient. No further patient consequences have been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance.¿

Event description:
During a procedure the drill fractured but no fractured pieces were reported to have fallen into the patient's wound.